Event description:
Pt was implanted on an unk date and was returned to the operating room for removal of tibia nail and 8 screws due to non-union of the tibia. This report is #7 of 9 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.